Event description:
Balloon burst.

Manufacturer narrative:
It stated on the report that the physician was using this catheter off label for dialysis of a shunt. A sample catheter was pulled and tested. It was brought up to the rated burst pressure of 20 atm and left at that pressure rating for five minutes. We could not get the balloon to break. Based on the visual examination of the balloon, it looks like it came into contact with a sharp edge when being used to dilate the shunt.